Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned lag screw driver shaft confirms a piece of the tip is broken off. The broken piece was not returned with the device. The device exhibits signs of significant wear and usage. The clinical/medical investigation concluded that per case details the broken device was used to complete the procedure. No relevant supporting clinical information has been provided to assist with a clinical investigation. Although requested, the operative report was not provided for review. The patient's t condition following the revision is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while taking out a nail during a revision surgery, the capture rod of the subtroc lag screw driver broke. No surgical delay was reported and the procedure was finished with the same device. Details about the revision surgery are unknown. No patient injury or other complications were reported.